Event description:
Information received indicates, the caster fell off of the bed.

Manufacturer narrative:
The technician found the caster stem was broken. The technician replaced the brake caster to repair the bed.